Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for eval.

Event description:
The customer reported leaking at the connection between the 2000e and cadd extension tubing. No pt harm reported and medical intervention was not required. Although requested, no add'l pt or event details were provided by the customer.